Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the circumstances that led to the occasional sparks or shocking and ins moved closer to the skin happened when patient moved - low activity. Patient saw a manufacturer representative who made some adjustments in alphabet options, told patient to log every shock event and call them in two weeks (which) was going to be in another week from the date of the report. So far, patient had 2 more shock events, felt like it was coming from the very top of battery closest to outside of skin. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their stimulator (ins) that was implanted for non-malignant pain. It was reported that patient had been feeling occasional sparks or shocking sensation at her implant site. It happened about 4 times in the past few weeks. It never happened before so patient was not sure if this is was a sign for something. The occasions that it happened: one time in the elevator standing there holding onto the handle, once when in the living room, another time getting out of the car. Patient stated that she was in her normal environments (no emi). Patient also stated that she had noticed the ins battery had moved closer to the skin as it had been settling in. Patient was not sure if this would be at all related to the shocking issue. Patient was redirected to their hcp. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.